Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician placed a taxus liberte 2.25x24mm drug eluting stent to an unk vessel. After placement it was noticed that "what looked like a strut was sticking out from the stent." They tried to balloon it several times and determined it was definitely not a thrombus. Another stent was placed over this one to complete the procedure. No patient injuries or complications occurred. Patient status is satisfactory. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing records for this particular batch namely top assembly batch # 8378629 found that the device met its material, assembly and product specifications, at the time of release to distribution. Should further relevant information become available; a supplemental medwatch report will be filed.